Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in a shunt in the tortuous and calcified upper arm vessel. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. However, during the first inflation at nominal atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No complications were reported, and the patient was in good condition post-procedure.